Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v838979, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported the patient's need to catheterize increased since implant, now requiring catheterization 4 times a day. The patient was "voiding some" and was unsure if the device really helped at all as he still needed to catheterize most of the time. It was noted the patient was going to "let the battery die" to see if the patient's symptoms remain the same or worsen. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.